Event description:
It was reported the patient complained of pain, swelling and instability. Patient was brought to the operating room on (B)(6) 2012 and loosening of the tibia component was noticed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # unk, lot # unk, description: duracon cr femur; cat # unk, lot # unk, description: small 9mm duracon ap insert; cat # unk, lot # unk, description: unknown asymmetric patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's event.